Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: april 24, 2012. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the insertion handle and blade became jammed inside the protection sleeve during a surgery. The surgery was prolonged about ten (10) minutes. The team opened another set when it became apparent that there was problem and completed the procedure. No adverse outcome to patient has been communicated. This is report 2 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (protect sleeve 16/11 f/pfna blade, part number 356.818, lot number 7834851). The subject device was returned with the associated insertion handle and pfna blade. A visual assessment of the subject device, associated impactor and blade implant confirmed that the blade is completely jammed in the protection sleeve and that the insertion handle is jammed in the in the blade as complained. The complaint condition was confirmed. The handle and the sleeve are visually in a good condition; however, the blade is extremely damaged, especially at the forefront. The cause of the jamming is obvious as the oval blade is not aligned with the oval bore of the protection sleeve. The blade was inserted into the sleeve in an approximate 15 degree offset angle from the correct alignment. The blade was then hammered with tremendous force into the sleeve, which resulted in extreme damage at the forefront of the blade and in addition even widened the diameter of the sleeve to the point where the oval was offset. The sleeve is widened over the whole length where the blade is inserted and stuck. The blade is stuck at the front site of the sleeve. This indicates that the blade was first fully inserted with the correct alignment and then was moved backwards for an unknown reason until the alignment of the oval was not correct anymore. During the evaluation it was possible to remove the impactor from the blade with moderate effort by hand. Also it was possible to remove the blade from the sleeve hammering it forward. The performed function test has shown that the blade can be attached to the impactor as required and that a locking/unlocking of the blade is still possible, although the forefront is badly damaged. Also it is possible to fully insert the on the impactor assembled blade from the backside into the sleeve as required. Based on this investigation, no product fault could be identified and the devices function as required. There was also no information provided stating at which step the jamming of the devices occurred. Therefore, determination of the exact cause that led to the misalignment could not be determined. The jamming of the instruments was caused by improper alignment in combination with excessive use of force, most likely by not following the steps in the pfna surgical technique guide section which describes blade removal procedure. Complaint is confirmed as the devices are jammed as complained but handling and not product related. No product related fault could be detected. The jamming of the instruments was caused by improper alignment in combination with excessive use of force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.